Event description:
User states they had erratic sodium results and reran five samples. One example was provided. The patient sample originally recovered 131 mmol per l, the sample was repeated and recovered 131 mmol per l. The user than ran the sample on the other ise module which recovered 132 mmol per l. The sample was also run on two other analyzers and recovered 126 mmol per l, and 140 mmol per l. None of the erroneous results were reported. No treatment was administered, as original results were not provided.

Manufacturer narrative:
The field service representative determined the sample syringe screw was stripped. He replaced the sample probe syringe screw and purged the system. He ran calibration and qc with results within specification.